Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. There was reportedly a difference of 20units of insulin between what was displayed on the pump verses what was indicated in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: there was no activity outside of normal use. A ¿call service (cs) (B)(4)¿ replace cartridge¿ alarm and ¿(B)(4)¿ low cartridge¿ warnings were observed in the black box and the alarm history. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were successfully performed on the pump; a (B)(4) unit cartridge was correctly loaded into the pump within +/- (B)(4) units with no issues. A ¿call service (B)(4)¿ low cartridge warning was simulated with (B)(4) units low cartridge setting; the pump appropriately emitted a low battery warning at the correct low cartridge level. There was no debris observed in the cartridge compartment. The reported ¿remaining insulin reading¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.